Event description:
This complaint is now reportable based on the investigation completed 08/18/2008. It was reported that during a colonic stenting treatment procedure the stent failed to cross the lesion. The target lesion was in an unspecified colonic location. The physician attempted to advance a 30/25x 12 230cm wallflex enteral stent to the target lesion, but due to the tortuousity of the splenic flexure, the stent was unable to cross to the target lesion. There were no attempts made to deploy the device. There were no patient complications reported with the patient's current condition listed as "good". Returned product analysis revealed that the shaft was bent.

Manufacturer narrative:
Device analysis: visual examination of the returned device found that the stent was fully mounted. Slight bending of the shaft was noted at various locations along its length. No other issues were noted with the profile of the device. During analysis it was possible to deploy the stent without issue. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational contact.